Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports that bayer meter was showing low blood glucose even though customer felt as if he had high blood glucose. Customer treated for low blood glucose. Customer bough a meter from store and it showed that his blood glucose was 588 mg/dl, which customer treated with manual injection. Customer states that sensor glucose was 40 while blood glucose was 588 mg/dl. Customer was advised to remove sensor and that sensor would be replaced. No further information provided.